Event description:
A male patient contacted lifecor customer support to report that he has begun to get "connect belt" messages. He stated that he has never disconnected the electrode belt from the monitor. Support had patient remove electrode belt and check pins. He stated they all looked to be straight. The device started normally and 30 minutes later, support followed up with patient, and he stated that he has had no more alarms. In 2008, the patient called back to state that the alarms had started again. Support sent a patient services representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism, and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. Upon further inspection, the electrode belt was found to have a short circuit in ECG a. The short was fixed. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins of short in ECG a. The patient received a replacement electrode belt.